Event description:
The patient had a primary tha out of cors scope. On (B)(6), 2021 the patient has a periprosthetic fracture of the femur and is entered into cors. The patient developed an infection of the left hip and underwent revision for pji with only the mdm & head components exchanged on (B)(6), 2021.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-46f; lot# 80101204, delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 88186101, mod con dist stem 18 x 155 mm; cat# 6276-7-018; lot# caxy90je, 21mm mod rev hip bdy/blt +20mmcomponent level 9006-1-221; cat# 6276-1-221; lot# 77102001, md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 87138001, md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 87138001, md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 87138001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.